Manufacturer narrative:
H3) evaluation summary: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated multiple instances of the arm cart assembly attempting to dock without a sterile interface module (sim) being detected as attached. This can indicate that the arm cart was experiencing connectivity issues with the sim. An error code was triggered indicating that the arm cart was docked while the sim was not connected. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the timeout, at the start of a robot assisted hysterectomy procedure, with a patient in the operating room and under anesthesia. The sterile interface module (sim) was attached to arm cart assembly 3, just before the arm roll-in. Suddenly had recognition failure / unrecognized with the sim. The sim was removed and reattached several times, but it was not resolved. The arm was also replaced and sim reattached, but it was not recognized. A new sim was taken out and installed to resolve the issue. Took about five minutes to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the timeout, at the start of a robot assisted hysterectomy procedure, with a patient in the operating room and under anesthesia. The sterile interface module (sim) was attached to arm cart assembly 3, just before the arm roll-in. Suddenly had a recognition failure / unrecognized with the sim. The sim was removed and reattached several times, but it was not resolved. The arm was also replaced and sim reattached, but it was not recognized. A new sim was taken out and installed to resolve the issue. Took about five minutes to resolve the issue. There was no reported patient injury.